Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) year old female patient receiving intrathecal dilaudid 1.3 (units and con centration unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that she went in for her first pump refill on wednesday ((B)(6) 2015) and the pump had flipped. The patient reported that "it was very painful/most painful thing ever for my doctor to use his hands to flip it back over," and since then it had continuously flipped back and forth. The surgeon told her to wear an elastic band around her stomach, but she stated her stomach was still sore and tender. It was noted that it was swollen in the pocket above the pump, indicating that "gravity is pulling the pump down and it severely hurts." The patient did not feel so well. The troubleshooting/actions/interventions to resolve the pump flip, and cause for the pump flipping remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.